Event description:
It was reported that during a colon resection surgery, could not fire. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent 11/12/2025. D4 batch #487d79. Investigation summary- the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one sr75 reload was received with both gripping surface damaged, deck damaged on the proximal end and the reload had the proximal 1 driver up and the remaining drivers down with staples present and a swing tab in the locked position. No functional testing was performed due to the condition of the reload. The event reported was confirmed and it is related to improper use of the reload. The condition gripping surface on the returned reload is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and proper loading. It should be noted that the reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in an incomplete staple line. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 487d79, and no non-conformances were identified. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot.